Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual and functional testing were performed. Visual inspection of the device revealed that the top case was cracked by the tube holder and chipped by the right bottom corner. There was a cracked right and left plunger case. There was also a cracked battery door but no visible contamination. During occlusion testing, motor rate error was duplicated. Root cause of the reported issue was found to be normal wear. Combination of multiple drive train components are worn out as a result of normal use and wear. Replaced worm gear, worm coupling, delrin wavy washers, motor, lead screw and clutch halves. Performed all the functional testing and passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error during occlusion test. No patient injury was reported.